Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a sharps container. The customer indicates that a safeway pharmacy technician reached into a bag to retrieve a sharps container, unaware the container was improperly sealed, she was subsequently injured by a needle stick from a syringe & needle in the improperly sealed container. Apparently the bag was dropped off at the pharmacy the night before. The technician has sought medical treatment (location unk) and has reported the incident to capital health. She has not yet reported it to the pharmacy manager, who has been away on vacation.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.